Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Boston scientific received information that this right atrial (ra) lead had pacing impedances greater than 2000 ohms. During the revision procedure the helix was damaged outside of the heart during the removal. The lead was removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was stretched and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a necked-down break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.